Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance, resulting in beeping from their implantable device. Technical services (ts) reviewed available data, and programming and troubleshooting recommendations were discussed. No adverse patient effects were reported. This rv lead remains in service.